Manufacturer narrative:
One opened probe was received with no tip protector, in a bag, for the report. The sample was visually inspected and found to be non-conforming with the inner cutter in the port and orange/brown foreign material on the port face and inner cutter. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation. The functional cut test was unable to be performed due to the actuation failure. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed the be broken, with part of the cutter remaining in the cutter/coupling bond. The portion of the cutter sill in the bond was oblong and misshapen. The portion of the inner cutter that was still in the needle was bent at the base, where it would go into the coupling. Clear/orange foreign material was observed on the cutter, near the tip. Gouge marks were observed at multiple locations along the cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag (rfid) indicates that the product was processed and released according to the product¿s acceptance criteria. The reported cutter failure was unable to be confirmed due to the observed actuation failure. The cause for the actuation failure is the broken inner cutter. How and when the inner cutter became bent cannot be determined, however a manufacturing related root cause cannot be ruled out. A non-conformance investigation was initiated in order to investigate the root cause of the broken inner cutter. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutting failure of the probe occurred and the cutter did not move during surgery. The surgery was completed after replacing the product with new one. There was no patient harm. The procedure type was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).